Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of loss of prime warnings. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The force sensor calibration was found to be within required specification. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The original complaint of a prime issue was unable to be duplicated. Unrelated to the original complaint, the pump was powered on and the display was found to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.